Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. Troubleshooting was performed. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer stated that they did not press a button down for three minutes or longer. The insulin pump was also not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.